Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Device functioned normally. No problem was found during the device evaluation. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation and mixing pumps, replaced the heater, drain valves, and manifold o-rings. Preventively replaced the coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fss representative at an account with an arctic sun device that was not heating. They were running a functional check and received an alarm 40 (unable to maintain stable water temperature). Per follow up information received via task on 27mar2025, they confirmed this device was sent in for repair at the depot. No patient involved.

Event description:
It was reported that the fss representative at an account with an arctic sun device that was not heating. They were running a functional check and received an alarm 40 (unable to maintain stable water temperature).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.